Manufacturer narrative:
(B)(4). Receipt: received two (2) new ch3011, 30" admin set w/20 drop intergraded clave drip chamber, spiros, hanger; lot# 3093043. One (1) used ch3011, 30" admin set w/20 drop intergraded clave drip chamber, spiros, hanger; reported lot# 3093043. One (1) used baxter 5% dextrose IV bag. The bag spike is fully seated into the bag. Investigation: the used ch3011 was fully inserted into small baxter 5% dextros IV bag. The two new as well as the single used ch3011 admin sets were pressure leak tested. No leakage was observed at any location along the fluid path with any of the returned ch3011 admin sets. Summary: the complaint of leakage from the ch3011 sets returned for investigation were unable to be confirmed or replicated. The ch3011 sets met pressure performance expectations outlined in the product performance specification without leakage at any point along the fluid circuit.

Event description:
Complaint received regarding one ch3011, 30" admin set w/20 drop integrated clave drip chamber, spiros, hanger; lot# 3093043 (mfg'd 08/2015). The report sates "(B)(6), rn on (B)(6) 2015 removed ch3011 with chemo attached out of yellow chemo transport bag. This facility does not prime chemo, nurses back prime before administering chemo. Before attaching to pump set, nurse felt a drop of moisture land on her left lower forearm. No immediate redness or pain/discomfort were noted. Rn hung chemo, then immediately washed area according to facility protocol. As of (B)(6) 2010, there are still no signs of redness or discomfort. Chemo was administered properly with ch-3011 involved in incident." No serious patient/clinician consequences reported.